Manufacturer narrative:
The complaint was posted on the company's website. There were not enough details to locate the specific treatment. Not enough details to investigate. The complainant received post back that he should contact his treating physician or his treatment facility.

Event description:
This complaint was received as message from company's website. In the message the complainant mentioned that her husband still experiencing "left leg that doesn't drag", "numb face", "drooling" and "numb left hand" 18 months after essential tremor treatment.